Event description:
Home patient reported that seven solution bags lacked the "inner ring" on the inside of the connector. Patient (female) is visually impaiaared and did not realize that the fit with her transfer set was inadequate. Patient has peritonitis and is receiving reflex & bentamicin. Infection diagnosed on 7/12/92. Cultures are pendinginvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.